Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) in the USA alleging the meter was continuing to prompt the apply sample message after the blood was applied. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).